Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. A1- a4: the patient information is unavailable h3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that while setting up for a surgery the manufacturer representative found that the system was not moving to be flush with the divot during the arm set up and instead was a bit to the left. The site tried the set up test several times with no change and tried restarting the system. The site then tried the ten point accuracy test with success. The manufacturer representative informed the surgeon and advised against using, but the surgeon wanted to try using it anyways. After they registered the patient, they found that the arm and navigation were both inaccurate. No good estimation of the inaccuracy available. The use of navigation was aborted. There was no known impact to the patient outcome. Additional information received from a manufacturer representative reported that the cause and deviation was unknown.